Manufacturer narrative:
The customer stated that the event occurred three weeks prior to calling the adc. Therefore, the approximate event date is captured as (B)(6) 2019. The customer did not provide the exact event date.

Event description:
The customer alleged that about three weeks ago from the time she called asecnsia diabetes care (adc), her contour meter was showing erratic readings, while she was presenting with symptoms of hyperglycemia. The customer's husband took her to the hospital due to the symptoms of high blood glucose levels. In the hospital, the customer was tested with the hospital's meter and a reading of 575 mg/dl was obtained. She was given insulin and kept under observation for three days. The customer was previously taking 70 units of insulin throughout the day. At the hospital, her dosage was changed to 50 units in the morning and 10 units of novalog at lunch and dinner. After the stay at the hospital, the customer felt fine. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.